Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00885101340, liner, lot # 63350257. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02068, 0001825034-2018-02447.

Event description:
It was reported a patient underwent a revision surgery approximately 5 months post implantation due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical device: dome hole plug, catalog#: 00875700001, lot#: 63543998. Bone screw self-tapping, catalog#: 00625006540, lot#: 63523411. Bone screw self-tapping, catalog#: 00625006525, lot#: 63530642. Bone screw self-tapping, catalog#: 00625006520, lot#: 63540344. Bone screw self-tapping, catalog#: 00625006530, lot#: 63540364. Shell with multi holes, catalog#: 00875705802, lot#: 63301666. Neutral liner, catalog#: 00885101340, lot#: 63350257. Reported event was unable to be confirmed due to limited information received from the customer. Implantation operative notes for this device were reviewed and no complications were noted for the subsequent revision. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.